Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing after 49,166 joules of use. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported forward firing is confirmed as analysis identified a glass cap circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperature. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fracture. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the product was returned for analysis to our post market quality assurance laboratory. Visual analysis showed that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the aiming beam was at the output window as intended and there were signs of breakage along length of fiber. Labeling review a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing after 49,166 joules of use. The procedure was completed with a second fiber without clinical consequences to the patient.